Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, in the applicator preparation phase before a laparoscopic major abdominal surgery, the clips did not load properly and when the trigger was pulled, it fell. Some more clips were used to complete the case. The procedure was extended to 5 minutes at most. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. There were no visual abnormalities noted during the evaluation. The instrument was engaged in the end of firing safety interlock. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.